Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced separation with leakage. The following information was provided by the initial reporter: IV tubing with holes.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced separation with leakage. The following information was provided by the initial reporter: IV tubing with holes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-sep-2022. The following fields were updated with possible lot numbers: d4: medical device lot #: 22053213. D4: medical device expiration date: 25may2026. H4: device manufacture date: 25may2022. D4: medical device lot #: 22043115 . D4: medical device expiration date: 25apr2026. H4: device manufacture date: 25apr2022. D4: medical device lot #: 22043153. D4: medical device expiration date: 26apr2026. H4: device manufacture date: 26apr2022. D4: medical device lot #: 22043154 d4: medical device expiration date: 26apr2026. H4: device manufacture date: 26apr2022. H6: investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. The infusion set was primed an inspected for any air-in-line, occlusions or leakage. Leakage was immediately apparent on the silicone tubing of the pumping segment. Further inspection under magnifications shows that the silicone tubing has a tear in it causing it to leak. A device history record review for model 2426-0500 lot number 22053213 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22043115 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22043153 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22043154 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the misloading of the infusion set tubing into the alaris pump. If the tubing is not loaded on the top of the pump first, excessive stretching of the silicone tubing will be needed in order to insert the pumping segment of the tubing into the pump. This excessive stretching causes tears in the tubing as seen on the sample received. H3 other text : see h10.